Event description:
It was reported that during a laparoscopic supracervical hysterectomy procedure, the pad came off, but did not fall into the patient. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
Date sent: 12/18/2008. Information anticipated, but unavailable at this time.